Event description:
Information received from the field notes that during the implant procedure, the device caused pocket stimulation. Interrogation found that the device was in back-up mode and could not be programmed out of back-up. A new device was placed.